Event description:
On (b)(6) 2025, a patient underwent a dialysis catheter placement procedure using the HemoStar Hemodialysis Catheter. During the procedure, it was reported that the guidewire became stuck and could not be advanced. It was further reported that the guidewire remained in place after withdrawing the entire needle guidewire assembly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: Based on the assessment by the Investigation Team, the reported event involved the guidewire becoming lodged and unable to advance during insertion. However, there was no evidence indicating that the guidewire fractured or separated. Therefore, the fracture code was removed, while the Physical Resistance and Failure to Advance codes were retained to accurately reflect the device failure occurred in the event. Hence, the file was reassessed for reportability and determined to be no longer reportable. Since an Initial MDR was submitted, therefore, the file will remain assessed as a malfunction.Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: The physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure to advance and guidewire stuck issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. D4 (Unique Identifier (UDI) #), G3, H6 (Method). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS WILL BE PERFORMED. THE SAMPLE WAS NOT RETURNED TO THE MANUFACTURER FOR INSPECTION/EVALUATION. THEREFORE, THE INVESTIGATION OF THE REPORTED EVENT IS INCONCLUSIVE. BASED UPON THE AVAILABLE INFORMATION, THE DEFINITIVE ROOT CAUSE FOR THIS EVENT IS UNKNOWN. THE INSTRUCTIONS FOR USE (IFU) IS ADEQUATE FOR THE REPORTED DEVICE/PATIENT CODE(S) AND PROVIDES GENERAL INSTRUCTIONS FOR USE, AS WELL AS WARNINGS, PRECAUTIONS AND POTENTIAL COMPLICATIONS ASSOCIATED WITH THE DEVICE. UPON RECEIPT OF NEW OR ADDITIONAL INFORMATION, A FOLLOW-UP REPORT WILL BE SUBMITTED AS APPLICABLE. SECTION A THROUGH F ¿ THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2025, A PATIENT UNDERWENT A DIALYSIS CATHETER PLACEMENT PROCEDURE USING THE HEMOSTAR HEMODIALYSIS CATHETER. DURING THE PROCEDURE, IT WAS REPORTED THAT THE GUIDEWIRE BECAME STUCK AND COULD NOT BE ADVANCED. IT WAS FURTHER REPORTED THAT THE GUIDEWIRE REMAINED IN PLACE AFTER WITHDRAWING THE ENTIRE NEEDLE-GUIDEWIRE ASSEMBLY. THE PROCEDURE WAS COMPLETED USING ANOTHER DEVICE. THERE WAS NO REPORTED PATIENT INJURY.

Manufacturer narrative:
H11: ADDITIONAL INFORMATION WAS RECEIVED TO REMOVE FRACTURE CODE AS THERE IS NO ENOUGH EVIDENCE. HENCE, THE FILE WAS REASSESSED FOR REPORTABILITY AND DETERMINED TO BE NO LONGER REPORTABLE. SINCE AN INITIAL MDR WAS SUBMITTED, THEREFORE, THE FILE WILL REMAIN ASSESSED AS A MALFUNCTION. G3, H6 (DEVICE). SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2025, A PATIENT UNDERWENT A DIALYSIS CATHETER PLACEMENT PROCEDURE USING THE HEMOSTAR HEMODIALYSIS CATHETER. DURING THE PROCEDURE, IT WAS REPORTED THAT THE GUIDEWIRE BECAME STUCK AND COULD NOT BE ADVANCED. IT WAS FURTHER REPORTED THAT THE GUIDEWIRE REMAINED IN PLACE AFTER WITHDRAWING THE ENTIRE NEEDLE GUIDEWIRE ASSEMBLY. THE PROCEDURE WAS COMPLETED USING ANOTHER DEVICE. THERE WAS NO REPORTED PATIENT INJURY.